Event description:
Boston scientific received information that the communicator would not power on and was very hot to the touch. No adverse patient injuries reported.

Manufacturer narrative:
The communicator was returned for analysis. Analysis confirmed the allegations of no power and the power brick got warm. Analysis found that the power brick case had melted.